Event description:
It was reported that the patients ipg was in a slanted position. The patient underwent a revision procedure wherein the pocket site was adjusted. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.